Event description:
It was reported that during a gastrectomy the second firing in the formation of the sleeve, the device locked out. The staple line did form however the knife blade did not return. The staff was forced to used the manual override to have the knife blade return to the home position. There were no negative consequence. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please give more information regarding the leak. Was this converted to open? How the leak was controlled? Could you please clarify what is the current patient status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022. D4: batch # 651a36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. And for the leak controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. And for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. And for the would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.